Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that she underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced infections, pain, and surgeries. The patient has had numerous urinary tract infections, severe incontinence, debilitating pain, development of a bladder stone and the mesh embedded itself into the bladder. In 2007, the patient had a revision procedure. In 2008, the patient had a sparc sling system implanted. In 2011, the patient had a bladder stone removed which was caused by the original mesh embedding into the bladder. The calcium built up which resulted in a stone. Currently, the patient has her bladder scoped every three to four months to check for bladder stones. The patient was told that she will need another surgery to remove the mesh that had embedded into her bladder.